Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a device manufacturer representative regarding a patient who was receiving fentanyl (4000 mcg/ml at 4352 mcg/day) and morphine (15 mg/ml at 16.32 mg/day) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had withdrawal symptoms. A sudden change in therapy/symptoms was reported. Multiple motor stalls and recoveries were reported. The pump status and/or event log report showed that an active motor stall occurred. The patient did not recently have an MRI. The event date was noted to be (B)(6) 2018. The manufacturer representative was going to follow up with the healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.